Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated:b4; b5; g3; g6; h1; h2; h3; h6no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown - unknown ppk femoral component - unknown. Unknown - unknown ppk articular surface - unknown. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported via a beyond compliance report that there was a ppk revision procedure. The patient was reported to have been revised approximately 1.5 years post-implantation due to aseptic loosening of the tibia. Attempts have been made and no further information has been provided.